Event description:
The crew had a problem disconnecting the paddles from the defibrillator. When the pads were connected, the defibrillator reported that the pads were not connected (no rhythm on unit). The patient expired, but no one attributed the death to this incident.